Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment fell off monopolar curved scissors (mcs) instrument. A fragment was retried during the same procedure. The procedure was completed.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have damage. A visual inspection of the adapter overmold for damage such as cracks, indentations, or missing material was performed. A crack on the side of the adapter was found, resulting with detached material. The detached material, measuring 1.51mm x 1.22mm in size, was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.